Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2021-02301, 0001822565-2021-02302, 0001822565-2021-02303, 0002648920-2021-00223, and 0002648920-2021-00225. Medical product: femoral component size e left , item# 00588001501, lot# 62958321. Tibial component precoat size 4, item# 00588000400, lot# 63185060. Articular surface with hinge post, item# 00588005012, lot# 63256586. All poly patella standard size 32 mm diameter 8.5 mm thickness, item# 00597206532, lot# 63382530. Stem extension straight long 14mm dia x 155mm length, item# 00598801114, lot# 37214059. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately four years and ten months¿ post implantation due to unknown reasons. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, this device was determined to not be reportable as it was not involved in the event. The initial report was submitted in error and should be voided.

Event description:
Upon reassessment of the reported event, this device was determined to not be reportable as it was not involved in the event. The initial report was submitted in error and should be voided.